Manufacturer narrative:
(B)(4). Batch # m90h58. The analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded and misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed nine scissored clips due to the misaligned condition of the jaws. The lockout was broken during the evaluation. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. In addition, it is known from the history of the device that the yielded jaws may lead to dropping/ejected clips. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Only year known, assumed (B)(6) of month ((B)(6) 2015) that complaint was reported.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, some of the clips were falling out of the device jaws upon loading. When some clips were finally able to be fed into the jaws correctly, they would scissor on the cystic duct and/or artery. A total of two devices were used in the case in order to get enough clips to properly form and both devices had the same issue. There were no patient consequences reported.